Manufacturer narrative:
The suspect device was disposed of by the user and therefore unavailable for testing or investigation. Testing of items with the same lot number was not possible as the user could not provide the lot number of the suspect device. There were no other reports received during 2017 (or 2018) of 038-61-601u circuits leaking during use.

Event description:
Circuit was leaking when used to ventilate the patient. Exchanged circuit and leak stopped. User could not identify where leak was coming from, but felt it was from the circuit and not the mask. Circuit disposed of.